Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Following the deployment of the closure device, a pericardial effusion was noted. The laa was perforated by the closure device. Pericardiocentesis was performed, and 240 ml were drained and given back to the patient immediately. A sternotomy was performed, and the closure device was removed from the patient. A 45mm non-boston scientific clip device was implanted, and the sternotomy was closed. The patient was expected to fully recover from the event.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Following the deployment of the closure device, a pericardial effusion was noted. The laa was perforated by the closure device. Pericardiocentesis was performed, and 240 ml were drained and given back to the patient immediately. A sternotomy was performed, and the closure device was removed from the patient. A 45mm non-boston scientific clip device was implanted, and the sternotomy was closed. The patient was expected to fully recover from the event. It was further reported that a cardiac tamponade occurred.